Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported low blood glucose event. The blood glucose at the time of the event was 22 mg/dl. The paramedics were called to the scene. The drive support cap is loose and protruded. The insulin pump will be replaced. Customer also mentioned a second low event. His father had to give him a glucagon shot. The current blood glucose reading is 111 mg/dl. Customer stated that he has been a little stressed; working more than usual. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarm. Scratches to the case, reservoir tube window, lcd window, a cracked reservoir tube lip and missing end cap sticker also noted.